Event description:
Info received indicates the casters continue to ratchet when in brake.

Manufacturer narrative:
The tech isolated the issue to worn locking mechanisms on the casters. He replaced the four casters to repair the bed.